Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following information was obtained: please see below response from the hospital on additional information: it was reported: "tip of needle snapped off ." Please clarify: it snapped off during suturing, the tip came away from the rest of the needle. Was the needle piece removed from the patient during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No, they could see it. Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? She went home and I think is fine. What tissue structure was it located? Uterus. Name of the surgeon: cannot remember. Lot number? If not on original form then I did not have it.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020, and suture was used. During the procedure, the tip of needle snapped off while surgeon was suturing the uterus. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/15/2021. Investigation summary: it was reported that the breakage needle. A suture needle was returned for evaluation. A fracture was observed near the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.